Manufacturer narrative:
Visual, dimensional, and functional analysis were performed on the returned device. The reported difficulty removing the guide wire from the balloon catheter could not be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and results of the complaint investigation there is no indication the reported difficulty removing the device from the guide wire is related to a potential product quality issue. Possible factors that may contribute to the difficult removing the guide wire causing resistance between the devices may include, but not limited to, procedural contaminant buildup in the guide wire lumen, inner diameter of guide wire lumen, condition of the guide wire, or damage to the distal shaft of the catheter. In this case, a conclusive cause for the reported complaint cannot be determined since the reported difficulty could not be confirmed during return analysis and the guide wire was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated.

Event description:
It was reported that the procedure was to treat a lesion in an occluded peroneal artery. The 2.0x40mm armada balloon dilatation catheter (bdc) was used in the procedure; however, upon attempted removal, the bdc became stuck with the guide wire (gw) and could not be removed independently. Therefore, the bdc and the gw were removed together as a single unit. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.